Event description:
It was reported that during a laparoscopic cholecystectomy procedure, around the fifth firing the device fired a malformed clip and then the device jammed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Around the 5th firing. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? Unk. If so, when? Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? No.